Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose reading was high at 475 mg/dl. The insulin pump did not alarm for no delivery. The customer also reported issues with the act button being unresponsive. The drive support cap appeared normal and recessed and no air bubbles were noted in the reservoir or tubing. The customer declined the high pressure test and stated she had done the high blood glucose troubleshooting already.